Manufacturer narrative:
On (B)(6) 2024, the user informed senseonics that user's continuous glucose monitoring (cgm) showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the initial escalation analysis, a sensor replacement was approved, and an return material authorization (RMA) was issued for further investigation. Visual inspection of the returned sensor revealed that a portion of chemical component of sensor was missing over the sensor's optics, possibly due to damage caused by excessive force applied by removal clamps to grab the sensor during the explant process. Sensor in this condition could not be further investigated and the in-house testing of the sensor was inconclusive due to missing chemical component. However, a further review of the in-vivo sensor data revealed declining signal and reference channel values and declining sensor performance possibly due to impact to the insertion site. Case information do not mention any impact to the insertion site, but it cannot always be expected that the customer remembers every minor to major impact to the memorable. This potential impact to the insertion site likely contributed to the observed sensor inaccuracies. B4: date of this report updated to 25 november 2024. D9: device available for evaluation? Yes, device received on 16 sept 2024. G3: date received by the manufacturer? 12 november 2024. H3: device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On july 3, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.